Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that she has been receiving weak battery alerts and failed battery tests for the last 4 to 5 days. Customer's blood glucose level at time of incident was 100 mg/dl. Customer reported that the insulin pump alarmed failed battery test after she inserted a new battery. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer will be sent a replacement battery cap. Customer will not be returning the device for analysis.